Event description:
Info received indicates, the weld holding the siderail latch block broke which would not allow the siderail to stay in the latched position.

Manufacturer narrative:
The facility replaced the siderail to repair the bed.